Manufacturer narrative:
Unit received with end cap broken off. Unable to perform displacement test due to end cap broken off.

Event description:
The customer reported via phone call that the drive support cap was damage. The customer's blood glucose value was 271 mg/dl. The customer also reported damage to belt-clip. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.